Manufacturer narrative:
An event regarding packaging damage involving a gmrs femoral component was reported. The event was confirmed with photographs provided. Device evaluation and results: no product was returned for analysis; however three photographs were attached. The reported event was confirmed. Device history review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review determined that there were no similar events reported for the lot. No product was returned for analysis, photographs were attached for analysis, the reported event was confirmed. The investigation concluded that this component packaging was subjected to excessive/incorrect handling to the extent that the outer blister was severly damaged.

Event description:
It was reported that the patient suffered a right femoral fracture which necessitated gmrs femoral component to be implanted with existing gmrs implants. During the procedure it was discovered the packaging of the femoral component was crushed and sterility was questioned so there was approximately a 37 min delay to obtain a replacement device. No existing implants were affected or removed.

Event description:
It was reported that the patient suffered a right femoral fracture which necessitated gmrs femoral component to be implanted with existing gmrs implants. During the procedure, it was discovered the packaging of the femoral component was crushed and sterility was questioned so there was approximately a 37 min delay to obtain a replacement device. No existing implants were affected or removed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Hospital discarded.